Event description:
It has been reported that a secure ii bed brake assembly has shoulder bolts falling out and the lift motor mounting bolts are also reportedly falling out.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11 on channel a due to the air in line printed circuit board needing calibration. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or an adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 on channel a was confirmed during product evaluation. This condition was caused by a saturated channel a air in line printed circuit board. The channel a pumphead module was replaced, thus correcting the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a homechoice patient (hp) who succumbed to serratia peritonitis following infarction of a segment of bowel and myocardial infarction. The home patient's daughter called the baxter technical service representative (tsr) regarding a system error 2418 alarm that appeared on the homechoice (hc) unit during drain 5 of 13. The daughter stated that the home patient (hp) was in the hospital and is using the hospital homechoice device. The technical service representative performed trouble shooting and therapy was resumed. The nurse stated that the patient was vomiting, had nausea and diarrhea and was very weak so, she was taken to the hospital. The patient was admitted to the hospital on (B)(6) 2010 and had a heart attack on that day. The patient was diagnosed with peritonitis on (B)(6) 2010 later determined to be due to leakage from devitalized bowel. The nurse stated that the patient was given an antibiotic, but was not getting any better. The patient was taken off of peritoneal dialysis (pd) therapy from (B)(6) 2010, but resumed pd therapy due to pain. It was found that there was stool in the patient's pd effluent. The patient had a clot in her mesenteric artery. The patient's intestine infarcted requiring surgery to have four feet of her intestine removed. The patient became more ill and the surgery did not hold and the patient ended up passing away in the hospital on (B)(6) 2010. The system error 2418 will result in a fail-safe shutdown of the device and would not be causally related to these medical events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).